Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on testing before intubation, the cuff functioned well but when placed on the patient, the cuff deflated. It occurred several times, sometimes requiring 2-3 re-intubations which greatly endangered the patient's life. The devices had been placed on patients, it was not possible to return them but a sample from the package can be provided.